Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc leakage beyond the septum. The following information was provided by the initial reporter: customer used (B)(4) that were ordered stating that the blood control valve is not closing properly and spilling out blood. Was an injury/death involved: no injury/death (B)(6) 2025 I couldn¿t afford to send any of the last batch that I bought. I needed every one of them for my treatments. I ordered another batch of the same ivs and I¿m still having the same problems. Would you like me to send one of those over? 6/21 kindly let us know the other lot number facing the same issue kindly provide us with date of events if available. Kindly describe any patient's harm, injury, complication or negative outcome that occurred as a result of the event (if any). Please let us know the number of occurrences per patient if available. Customer response to above: I couldn¿t afford to send the IV¿s back. I had to use them from my clients because I couldn¿t afford to purchase more at the time. All I know is in that batch in some of the ones in the new batch. The blood control valve is not working. But I cannot afford to buy them and send them back without replacements immediately. I am a new business and every dollar counts.

Event description:
No additional information.

Manufacturer narrative:
As no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.